Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During procedure, the handle broke after the clip was able to grasp and close onto tissue which resulted to the clip being unable to deploy. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Note: a photo submitted by the customer shows that the delivery device handle broke.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from the catheter.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the suspected device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from the catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Additionally, the spool was detached from the handle and the control wire was kinked at the proximal section. Microscopic examination was performed, and it was found that the clip assembly bottom part was deformed. Dimensional test was performed to the flattened wire, and it was found to be within specification. A media analysis was performed to the photo submitted by the customer, and it could be observed that the control wire was outside the catheter and the spool was detached from the handle. No other problems with the device were noted. The reported event of clip did not deploy from the catheter was confirmed. It is possible that the amount of tissue grasped was bigger than the clip could close, causing the customer needed to apply an excessive force to close the clip arms in order to activate them. However, due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Subsequently, due this detachment, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip, causing the control wire and clip detachment, resulting to a deployment problem. Regarding the clip assembly being deformed, this is likely due to the entrapment against the bushing. Additionally, it is most likely that the adversities faced during the clip deployment could have caused the spool detachment from handle and the control wire kinked. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During procedure, the handle broke after the clip was able to grasp and close onto tissue which resulted to the clip being unable to deploy. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. Note: a photo submitted by the customer shows that the delivery device handle broke.